Event description:
It was reported that following impedances were lower than they had been with the previous neurostimulator. The right side between contacts 9 and 11 showed 34 ohms. Impedance on those contacts and case was 953 ohms. The other contacts on the right side showed between 1500-2200 ohms. Impedances on the left side were within normal limits between 1046-2617 ohms. The pt had improved symptoms after programming around electrodes 9 and 11; however, symptom relief was not as good as it had been before. Further investigation was going to take place to see if it would be possible to regain good symptom relief without an add'l surgical intervention. Refer to MFR report # 3004209178-2011-05554 for impedance issues on the previous neurostimulator.

Manufacturer narrative:
(B)(4).